Manufacturer narrative:
This medwatch was created in error, only one instrument involved in this case. Please up date records accordingly.

Event description:
It was reported the devices were used during a laparoscopic hernia repair. It was reported the instruments misfired and jammed. Some good firings were obtained. When the first jammed another was opened and it too jammed after a few firings. The case was completed with a third instrument. There was no consequence to the pt.